Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.5 x 48 mm xience xpedition is filed under separate medwatch report.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified de novo, mid left anterior descending artery the 2.5 x 48 mm xience xpedition stent was implanted without issue. A 2.5 x 18 mm xience xpedition stent delivery system (sds) was advanced through the implanted stent, for treatment of the moderately tortuous, non-calcified, de novo, proximal diagonal artery; however, it became stuck in the implanted stent struts and had to be removed. During removal of the sds, it damaged the implanted stent struts and pulled the implanted stent from its site and dislodged. Both stents were removed with a snare device. A different 2.5 x 48 mm xience xpedition stent was implanted in the distal lad and a 3.0 x 20 mm non-abbott stent was implanted in the proximal lad, overlapping. The final outcome was reported as good. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance, difficult to remove and device damaged by another device were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The investigation determined the reported difficulties appear to be related to use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.